Manufacturer narrative:
(B)(4). Date sent to FDA: 07/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Three opened boxes with twelve and twenty-three packets on each box of product code 8703h were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the eighteen packets. In order to evaluate the conditions of the thirteen packets, no defects were found on the packages. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. H6 component code: g07002 - device from same lot/batch returned from user. A manufacturing record evaluation was performed for the finished device lot number qlbecm and no non-conformances related to the reported complaint condition were identified. Events reported via 2210968-2021-05708, 2210968-2021-05710 and 2210968-2021-05711.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Device not returned. Additional information was requested, and the following was obtained via: it was reported: "during an unknown procedure they had sutures break" please clarify: how many sutures broke during suturing on this one patient during this single surgical procedure for product code m8741? How many sutures broke during suturing on this one patient during this single surgical procedure for product code 8703h? What tissue was being approximated or sutured when it broke? What was used to complete the procedure? Lot numbers for product code m8741 and 8703h? Did the broken suture issue occurred in multiple procedures? If yes, please provide pc number for each of the procedures. The suture that you have, we were using for dr. (B)(6) cases and they kept breaking without any tension or the needle would just pop right off of the strand. We went thru numerous sutures with the same result. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via 2210968-2021-05708, 2210968-2021-05710 and 2210968-2021-05711.

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, multiple sutures broke. No adverse patient consequences were reported. Additional information was requested.